Event description:
Had a fusion surgery and dbx putty was used in c5-c6 and till today it is not healed and the doctor says need another surgery. Also my pressure was high as well after the surgery which I did not had before. I am not sure who made a mistake, the supplier or the doctor. This product that was used in my body was tested and approved by FDA and here I am going through pain and suffering again. Also have broken titanium plate in the neck. Is the product compounded: yes. Is the product over-the-counter: no.